Event description:
It was reported that the pump alarms cassette not locked. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. The event history log was erased when the internal coin battery failed. No applicable logs were present. Functional testing was performed, and the downstream occlusion (dso) sensor was inoperable. The dso sensor was replaced to resolve the issue.